Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the issue. A supplemental report will be submitted if additional information becomes avaible. Section h6 4755 - unknown.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii ceiling system. During an emergency patient procedure, no x-ray could be released. The patient had to be relocated to a different hospital to complete the procedure on an alternate unit.

Manufacturer narrative:
The investigation of the reported issue was completed by our expert. Detailed investigation revealed a problem with the collimator causing the system switching to "bypass" mode. The ¿bypass¿ mode is a defined mitigation for various failure scenarios, allowing procedure to be continued or aborted in a controlled manner if necessary. In the reported case, the system message ¿bypass fluoro¿ was displayed to the user. The collimator is used to adjust the area of the x-ray window. This reduces the amount of unnecessary imaging radiation as well as scattered radiation. If there is a problem with the collimator and the position of the apertures cannot be determined, a fully open collimator is assumed by the system. In this case, the radiation is reduced by lowering the power by switching to "bypass" mode. During the onsite service intervention, a damaged cable of the collimator and blown fuses were found. The investigation could not determine causes for the reported damages. The problem was resolved by exchanging the cable and the affected fuses. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.